Manufacturer narrative:
According to the distributor, the dentist refused to provide any further information about the event, including information about the patient.

Event description:
On september 24, 2019, nakanishi became aware of a complaint input into the complaint database by a distributor (nsk america), regarding an nsk handpiece that had overheated and burned two patients. Nakanishi is submitting two separate mdrs based on the information in the database. The details regarding the second patient are as follows: the event occurred around (B)(6) 2019 (exact date is unknown). A dentist was performing a dental procedure on a patient using the z95l handpiece (serial no. (B)(4)). During the procedure, the handpiece overheated and burned the patient's lip, causing a blister. The injury is reported to have scabbed over and healed normally, with no further medical treatment required.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
On february 21, 2020, nakanishi received an e-mail from nsk america stating that the dentist had refused to return the handpiece for investigation on september 20, 2019. Due to the device not being returned from the distributor, nakanishi conducted an investigation by performing a DHR review. The review indicated that no problems occurred during manufacturing or testing of the subject device.